Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main half height cubie drawer 2.1 failed with various pockets on row b with duplicate address detected error. A field service engineer (fse) attempted to test the drawer in the hardware test application (hta), but it was not detected. Only the matrix drawers were recognized. The fse powered down the station and connected only full height drawer 4, but it still did not appear in hta. The fse replaced both the interface board and the drawer board, however, the drawer continued to remain undetected in hta, though it was visible in the user application. The fse then proceeded to reconnect and recover each drawer one at a time, restoring storage space and unloading any pockets with duplicate addresses in the user application. Once all hardware was successfully recovered, the station was rebooted into the hardware test application, and all devices were detected. The fse reloaded medications into the pockets that had been previously cleared due to duplicate address conflicts. After rebooting the station, the drawer was detected with all cubie pockets present. The fse tested the cubie drawers and all cubie pockets in the hardware test application, confirming the functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 had multiple pockets detecting duplicate addresses. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.